Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pt experienced a return of symptoms, increased spasm/spasticity and pruritis. The issue was in the catheter that had a possible fracture. Surgical intervention occurred to the pump and catheter. The pt outcome was reported as pt recovered without sequelae. The drug infused via the pump was baclofen (lioresal), conc. 2000.